Event description:
After merging the preop CT to the fluor shots, we attached the ee to the arm and attempted to verify it before stabilizing the robot for trajectory. Although the ee wasn't seen on screen, it still verified when the tech placed an instrument into it. On the navigation page the camera was only seeing the drb and surveillance but not the ee. Tried taking it off/putting it back on, resetting the software, switching back and forth from cranial, and restarting the system. Also tried a different ee. Surgeon decided to do the xlif first, and while he was performing the xlif we were able to gain visualization of the ee with the robot pulled back/away from the patient. Post xlif, we re-merged with "added hardware" and brought the robot back in. This time the ee was going in and out of visual range. The ee would travel towards a trajectory and stop short showing a cycle of blank/green/yellow. Tried repositioning the drb and remerging with a different ee. Surgeon decided to do the screws freehand with fluoro.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation revealed that there was no software malfunction. Investigation discovered that the system was operating in passive tube array (pta) mode which disengages the system's ability to track the active end effector. The root cause of this issue is traced to user error on the system. Furthermore, a member of the field service team was dispatched on work order to ensure system functionality and perform live troubleshooting with members of the in-house engineering team. The cause of the reported issue can be traced to user technique.